Event description:
Report received from (B)(6) stating that the device motor spins free with attachment. The device was not being used during surgery. It is unknown if there was injury or medical intervention. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and the problem was confirmed. The bur stopped when it came into contact with the substrate. The locking mechanism on the motor was damaged due to improper insertion of the qd8. The shaft of the qd8 was severly galled from spinning inside the drive shaft of the motor. The faces of the pawls were worn away leaving a perfect radius from the spinning drive shaft which is why the bur would stop when it touched the substrate. (B)(4).